Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh was punched medially through hernia, pain, recurrence, inflammation, adhesions, open draining wound, groin pain, scarring, non-healing wound, infection, obstruction, seroma, limited mobility, testicular pain. Post-operative patient treatment included revision surgery, diagnostic laparoscopy, wound exploration, orchiectomy, removal of mesh, wound vac, debridement, and hernia repair with new meshes.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh was punched medially through hernia, pain, recurrence, inflammation, adhesions, open draining wound, groin pain, scarring, non-healing wound, infection, obstruction, seroma, limited mobility, and testicular pain. Post-operative patient treatment included revision surgery, diagnostic laparoscopy, wound exploration, orchiectomy, removal of mesh, wound vac, debridement, hernia repair with new meshes, and injection of kenalog mixture.

Manufacturer narrative:
Additional information: h6 (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, a5a, a5b, b2, b5, b6, b7, d4 (model #, catalog #), g1, g4 (PMA / 510(k) #), h6 (patient codes), <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh was punched medially through hernia, pain, recurrence, inflammation, adhesions, open draining wound, groin pain, scarring, non-healing wound, infection, obstruction, seroma, limited mobility, testicular pain, bulging in groin, pain affects quality of life, purulent odorous drainage, grain strain, <(>&<)> tearing sensation. Post-operative patient treatment included revision surgery, diagnostic laparoscopy, wound exploration, orchiectomy, mesh revision, removal of mesh, wound vac, debridement, hernia repair with new meshes, injection of kenalog mixture, CT scan, antibiotics, scar tissue dissected, hospitalization, <(>&<)> oral antibiotics.